Event description:
Caller stated wireless recharger (wr) wasn't charging fully over the weekend but they resolved that issue and currently, 2 battery indicator lights are solid. However, when attempting to connect to implantable neurostimulator (ins), wr will connect but then immediately disconnect. Caller stated that wr had been showing an orange light but after they were able to fully charge it, the light has been green and they haven't seen any error messages on the handset. Caller stated that when wr has briefly connected to ins, handset has showed that ins is at 0% and therapy is off. Caller stated patient's tremors are bad and they can barely walk since therapy is off. Caller confirmed they can palpate ins and can see outline of wire running up patient's neck. Tss had caller reset wr, reposition it several times and still wr would connect and then immediately disconnect from ins; no errors were seen during troubleshooting. Tech services (tss) requested replacement wr from repair and noted that if issue continues, patient will need to see hcp for evaluation of ins pocket.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6): product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.